Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-04053, 2134265-2017-04574, 2134265-2017-04575, 2134265-2017-04245. It was reported that recapture difficulties and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was). The closure device was deployed in the laa, but landed too proximal. While attempting to perform a full recapture they had a hard time getting the closure device into the was. They deployed the closure device again and tried to perform a partial recapture, but when they were pulling the closure device back, the appendage was coming out with the closure device. They were eventually able to get the closure device into the was. A 27mm watchman ® laa closure device & delivery system and a second watchman ® access system were selected. They attempted to deploy the closure device more distal; however, the device landed too deep. They performed a partial recapture, but they came back too proximal so the closure device was fully recaptured. Another 27mm watchman ® laa closure device was selected and advanced through the same was. This device was deployed and released inside the patient. Three hours after the procedure the patient experienced a pericardial effusion and pericardiocentesis was performed. They believed the effusion may have occurred when the appendage was pulled, during recapture of the 30mm watchman ® laa closure device. The patient was placed in the intensive care unit (ICU) and is doing okay.